Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right atrial (ra) lead exhibited increased impedance measurements which were not out of range, atrial noise, oversensing, and inappropriate atrial tachy response (atr) episodes. No intervention was planned or performed. No adverse patient effects were reported. The device remains in service.